Event description:
Pt was implanted with an lcp distal radius plate - volar, right, long, 2.4mm locking screws x 8 and 2.7mm cortex screw x 1 on an unk date. Post-operatively, two of the locking screws were noted to be broken. Pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a competitive external fixation system. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.